Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there were flow issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Reported secondary IV sets ¿not dripping¿. Confirmed they use a bd alaris secondary IV set. Advised to send tubing to bd for investigation when this occurs.